Event description:
Patient arrived at ambulatory oncology center to be disconnected from 5 fu pump. Noticed white residue on skin under dressing and around port site. Attempted to flush and noted that saline leaked where the port tubing connects to needle. This is the second such event in a week. All 20g 1" needles taken out of service.